Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer received a battery out of limit during normal use of the pump. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted.